Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that they have received a motor error alarm five times within the last thirty days. Customer also stated that the insulin pump's alarm history showed an error alarm. Blood glucose level was 176 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to verify alarm in the alarm history due to motor error. The insulin pump has cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, and cracks on the reservoir tube lip.